Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood test occurred. The leak was visually observed in the tubing. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 25 ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.